Event description:
The dental implant fx4308mlc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 5 days after implantation. The doctor noted sinus perforation during the surgery. The patient is a tobacco user but has no other significant medical history. The patient has recovered without complications.